Event description:
It was reported that prior to use on patient, the cardiosave intra-aortic balloon pump (iabp) unit will not power on. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The initial complaint was that the machine made a ringing noise when they tried to turn it on and would not power up. Fse found that the unit had an executive processor led code of f0. Executive processor was out of date expired in april 2023. Replaced executive processor board. Also, fse found that the front end board had a defective port. Also replaced that pcb,front end board. Performed full, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned to the unit for clinical service. The following component(s) are in need of replacement. When received getinge will schedule a return visit to replace component(s) cardiosave lithium ion battery packs. Batteries passed the 45-minute test. The defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint: front end board, exec. Processor board performed visual inspection of these parts received and found saline on front end board (j1 and j2 connectors). Due to saline on front end board, the fat dept. Cannot be tested this board with cardiosave test fixture. Exec. Processor board replaced due to expired. Retaining both boards in the fat dept. Per procedure (B)(6) rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not power on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.